Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced groin pain after altis procedure. Date of procedure: (B)(6) 2016. Date of onset event: (B)(6) 2016. Description of the event: pain during physical activities (intensity =2.2). Treatment: anti-inflammatory drug. Status of the event: resolved on 26 october 2016(device still implanted). The investigator doesn't know if the event is related to the procedure or related to altis sling.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations of such as the reason for surgical intervention. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4824226. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.